Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was fractured and had pacing impedance measurements less than 100 ohms. Although this lead currently remains in service, a lead revision is planned. This patient is not pacemaker dependent and no adverse patient effects were reported.